Event description:
The customer alleges two metal points came through the fabric on his chair cutting through his clothing causing an infection.

Event description:
The customer alleges two metal points came through the fabric on his chair cutting through his clothing causing an infection.

Manufacturer narrative:
Device evaluation is anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Device was evaluated. The nature of this complaint could not be verified. Refer to returned product evaluation report. (B)(4).